Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the safety disk and battery. The fse performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
Updated fields; b4, b5, b6, b7, d10, g3, g6, g7, h2, h6 (type of investigation, component codes, health effect ¿ impact codes), h10, h11. Corrected fields: d1, d4, g1, h4, h6 (investigation findings). A getinge service representative reported that the defective batteries were not manufactured by getinge.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) failed the run time test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. From the investigation, it was found that ¿battery is damaged, deteriorated, and cannot be used with the battery. The fse found the battery was damaged and needs replacing. The fse performed a check on all systems of the iabp machine. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) failed the run time test. -it is unknown under which circumstances this event occurred. There was no patient involvement, and no adverse event reported.